Event description:
It was reported that the pump exhibited a force sensor test error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was cracked by the tube holder and the handle and there was visible contamination on the pump. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process, calibration verification test, and occlusion test and was unable to duplicated the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the force sensor and plunger cable as preventive measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.